Event description:
Customer reported a broken belt clip. He said it snapped in half. Customer did not know his blood glucose when it broke. Customer's current blood glucose is 533 mg/dl. He treated with his insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.